Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer report that they couldn't use device because was faulty. "As per complaint form": after evo biliary, at the time of release the device did not open as the cursor moved. After a few attempts the was pulled out of the patient, he was tried but the prosthesis did not come out. The dc stroppa used another evo biliary which opened perfectly. Reporting due to precedence for "flexor kinked/stretched/broke/compressed" for this product family.

Event description:
Customer report that they couldn't use device because was faulty "as per complaint form": after evo biliary, at the time of release the device did not open as the cursor moved. After a few attempts the was pulled out of the patient , he was tried but the prosthesis did not come out. The dc stroppa used another evo biliary which opened perfectly. Reporting due to precedence for "flexor kinked/stretched/broke/compressed" for this product family.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 . Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: customer report that they couldn't use device because was faulty "as per complaint form": after evo biliary, at the time of release the device did not open as the cursor moved. After a few attempts the was pulled out of the patient, he was tried but the prosthesis did not come out. The dc stroppa used another evo biliary which opened perfectly device evaluation: the evo-pc-10-11-6-b device of lot number c1332287 was returned to cook ireland and evaluated on the 04 april 2018. Lab evaluation: upon evaluation of the returned device, there was no stent exposure. No lockwire was returned. The red deployment marker was at the back half of the handle. No deployment or retraction was possible. There was a kink noted 43cm from the tip of the device. The device was dismantled during the lab; the flexor was broken at the shuttle cap. The stent was manually deployed during the lab. The stent was okay. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: there was a kink on the flexor which resulted in a buildup of pressure, causing the flexor to break at the shuttle cap. Document review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records evo-pc-10-11-6-b device of lot number c1332287 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1332287; upon review of complaints this failure mode has not occurred previously with this lot # c1332287 IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.